Manufacturer narrative:
A4 patient weight was added to the report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: event date is unknown.

Event description:
It was reported that the patient's ipg would not connect with external devices and was inoperable. As a result, surgical intervention may occur to address the issue.